Event description:
It was reported that the patient experienced elevated blood glucose levels for several hours, with readings exceeding 400 mg/dl. The patient stated they had changed their supplies earlier in the day and initially received a notification that cleared after straightening the tubing. The agent instructed the patient to change both the infusion site and the tubing. During the process, the patient asked whether the white backing on the blue inserter should be removed and stated they had not previously been told to remove it. The agent provided guidance on proper insertion steps, and insulin delivery was successfully resumed. The patient confirmed that blood glucose levels were affected, with levels above 400 mg/dl for approximately four hours. No back-up therapy or ketone testing was used initially, and no professional medical intervention or additional assistance was required. The patient reported feeling very sick during the event. A follow-up call revealed that the patient¿s blood glucose levels did not initially decrease, leading them to disconnect and administer a manual 5-unit insulin injection before reconnecting to the device. Later updates showed that the patient¿s blood glucose level had decreased to 245 mg/dl, and after confirming that insulin delivery had resumed correctly, levels continued trending downward to 236 mg/dl. No further assistance was required. The lot number provided was 6005491. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.